Manufacturer narrative:
First the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. After its receipt, the pacemaker underwent an electrical incoming goods inspection. During the initial interrogation, a warning message appeared on the programmer that indicates damaged memory content. This could be confirmed by a memory analysis. In general, the device is capable to detect damaged memory content. In such a case, the pacemaker reacts according to specification with a switch to the safe program, in which an anti-bradycardic therapy function is ensured. An according warning message is shown to the user during the interrogation. The pacemaker's ability to provide therapy was tested. Both the anti-bradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specification in regard to its therapy function. The damaged memory was corrected in the further course of the analysis. After the manual correction with a technical programmer, the implant functioned as expected.

Event description:
Ous MDR - the pacemaker displayed an error code after radiation. No solution could be found via phone tech support, therefore the pacemaker was explanted and replaced. The date of implant was not provided. The device was returned for analysis.